Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 812:02 was confirmed. Inspection of the device revealed the root cause of the failure to be damaged gears in the shuttle motor gearbox.

Event description:
The facility reported a fail code 812.02. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.